Event description:
It was reported that the insulin pump was stuck on prime mode during an infusion set change, and the insulin was squirting out. It was stated that the battery was replaced more than three times to resolve the issue. Troubleshooting was performed. Reviewed the alarm history and found multiple error alarms. Instructed that the customer should discontinue use of the insulin pump and revert to back up plan. Advised that a replacement of the insulin pump will be sent. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test as a result of a loose drive support disk.